Event description:
Event description guidant received information that this patient called into technical services and reported it felt like there was a pain in his device , and he woke up with irregular heart beats.